Event description:
Customer reported t:slim x2 pump battery would not charge despite using the correct tandem charging equipment and attempting various troubleshooting steps. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.